Manufacturer narrative:
Date sent to the FDA: 06/01/2007. Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information becomes available a supplemental 3500a will be submitted accordingly.

Event description:
It was reported that in 2007, the patient underwent surgical repair of an abdominal wound dehiscence and abdominal wall hernia, from a previous surgery. The fascia and peritoneum were approximated using continuous panacryl suture. In 2002, the patient was diagnosed with abdominal wall chronic draining fistulous tracts. The following month, she underwent exploratory surgery and upon probing the fistulous tracts, a length of "nonabsorbable" suture was found at the base of each tract and removed. In 2002, and in 2004, the patient underwent excisions of additional suture granulomas.